Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported shocking sensation only when doing leg presses at the gym. The patient didn't turn the stimulation off and it was unknown if the shocking occurred when the stimulation was off. The shocking was in buttocks and down both legs. No recent medical test, emi, falls/trauma were reported. The patient had lost weight and the implantable neurostimulator (ins) was loose in pocket, but then noted that the ins had always been loose in the pocket. The shocking in buttocks/legs was noted as sudden. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.